Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the implantable cardioverter-defibrillator exhibited non-sustained post-paced t-wave oversensing. The patient did not receive inappropriate shock during the oversensing. No programming changes were made. There were no patient consequences.

Event description:
New information noted the post-paced t-wave oversensing (pptwos) persisted. No changes or interventions were reported. There were not patient consequences.